Manufacturer narrative:
Two 72201494 devices returned identified as (B)(4). The devices were used for treatment. (There were 3 related complaints found(B)(4). The first complaint was not 100% confirmed as (B)(4) because the lot on the carton 2029177 aligns with (B)(4) but the lot 2029178 on the foil pouch and chart stik labels aligns with (B)(4). The results will be recorded on (B)(4). (B)(4) will be closed npr. The allegation could not be confirmed. Complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. No further investigation required at this time. This complaint from germany reports, 3 devices were returned because ¿a foreign substance inside the cannulation of the ultra fast-fix.¿ the product analysis stated; ¿the allegation could not be confirmed. Complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.¿ no clinical/medical information was provided for the investigation. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. In conclusion, the foreign substance inside the cannula was not found during the product inspection. A root cause of the site finding cannot be concluded. The ¿product met specifications upon release to distribution.¿

Manufacturer narrative:
The reported 4.0 acromionizer burr, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the burr broke during use, broken pieces were removed from the patient. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure, it was found a foreign substance inside the cannulation of the ultra fast-fix. No delay and a back up was available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.